Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the issue. No patient information provided to date after calls to customer 09/13/22 and 09/16/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.